Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a patient reported they had their implantable neurostimulator (ins) replaced because the ins popped out of her chest.

Manufacturer narrative:
Concomitant products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: extension. Product ID: 3389s-40, lot# va0nz7t, implanted: (B)(6) 2014, product type: lead. Product ID: 3389s-40, lot# va0nz7t, implanted: (B)(6) 2014, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A consumer reported via a manufacturing representative that the patient had an infection at the implantable neurostimulator (ins) pocket site. The cause of the event was unknown. The patient's health care provider (hcp) determined there was an infection at the ins site. The hcp planned to remove the ins and part of the extension and try to preserve the rest of the system. During explant, the extensions were cut and partially explanted. The patient was alive with no injury at the time of this report. It was unknown if the infection had resolved. A manufacturing representative later reported the patient had erosion. The patient's indication for use is parkinson's dual and movement disorders.